Event description:
It was reported to philips that there was a problem with x-ray tube during a procedure impacting imaging. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.